Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: czech republic. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined motor had unstable speed and was corroded. The plug harness was damaged. Motor and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing the electric dermatome stopped working. There was no patient involvement with no harm or delay. No additional information is available. Diligence is complete. At product evaluation investigation the technician verified that the motor had unstable speed. No adverse events were reported as a result of this malfunction.